Event description:
The customer reported that after the first groove the surgeon was aspirating the crystalline lens and all of the sudden the phaco ultrasound stopped working. A portion of the lens he was aspirating fell into the posterior chamber. The nucleus fell to the bottom of the capsule, which caused a posterior capsule tear. The surgeon does not know if the cause of the tear was due to the phaco failure or due to an underlying fragile capsule. The surgeon noted, it was a difficult case. The incision was sutured closed and a second surgery was performed to retrieve the lens material and implant an anterior chamber lens.

Manufacturer narrative:
The company service representative examined the system and the handpiece and could not duplicate the reported issue. The us card was replaced as a precaution. Investigation, including root cause analysis is in progress.